Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized correctly. However; errors 105 & 106 were observed due to and open circuit at the tip area. In addition, further investigation of the peek housing section revealed that there was correct adhesive (polyurethane - pu) on the wires. An electrical test was performed and no electrical issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31662060l and no internal action was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The errors 105 & 106 observed during analysis are unrelated to the failure reported. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following recommendations: ECG (electrocardiogram) noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, signal interference (noise) was observed on the intracardiac channel while the device was inside of the patient's body. The physician was able to monitor the patient's heart rhythm through electrocardiogram signals. A second device was used to complete the operation. There was no adverse event reported on patient.